Event description:
The customer's mother called to report a frozen display with no button response. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty mother board. Unable to confirm the frozen screen due to the blank display. The insulin pump had severe scratches on the casing and liquid crystal display window.